Manufacturer narrative:
Expiration date: 07/31/2023. (B)(4). Claim#: (B)(4).

Event description:
Reportedly, a 12.6mm vicm5_12.6 -7.50 diopter implantable collamer lens was implanted into the patients eye on (B)(6) 2022. The lens was removed on (B)(6) 2022 and replaced with a shorter length lens on an unknown date. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).